Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. It is reported the lot number is 4245, however this is not a valid lot number. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The part number of the inserter used in this case is unknown at this time. If the part number is identified an additional report will be submitted.

Event description:
The sales associate reported that during a posterior fusion procedure the tip of the screw inserter broke during insertion of screw. A new inserter was not able to be inserted into the screw due to tip of previous inserter that was lodged into the screw. The tulip then broke during the removal process of tightening a rod onto the translation screw. The screw was then cut and removed with diamond wheel. He reported the surgery was delayed two hours.